Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping/ abdominal cramps') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included weight loss since 2018, morbid obesity, menorrhagia, weight fluctuation, perineal pain and joint pain. Concomitant products included gabapentin since 2018 and ibuprofen. On (B)(6) 2014, the patient had essure inserted. In january 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("chronic back pain/ lower backpain. Pain and discomfort in her lower back area"), headache ("chronic headaches") and menstruation irregular ("irregular periods"). In 2017, the patient experienced menstrual disorder ("unusual periods/ unusual bleeding"), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced migraine ("severe migraines"), vaginal haemorrhage ("excessive vaginal bleeding"), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure device in (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, dyspareunia and abdominal pain had not resolved, the migraine and vaginal haemorrhage outcome was unknown and the menstrual disorder, back pain, headache and menstruation irregular had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dyspareunia, headache, menstrual disorder, menstruation irregular, migraine and vaginal haemorrhage to be related to essure. The reporter commented: right- 4 to 5 coils visible left- 2 to 3 coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure coils properly in place and fallopian tubes occluded. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming-menstruation irregular, headache, back pain, menstrual disorder, vaginal hemorrhage. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs and mr received. Reporter information updated. New events: chronic back pain/ lower back pain. Pain and discomfort in her lower back area, chronic headaches, irregular periods were added. Medical history, concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping/ abdominal cramps') in a 47-year-old female patient who had essure (batch no. E99306-invalid, b93876) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included weight loss since 2018, morbid obesity, menorrhagia, weight fluctuation, perineal pain and joint pain. Concomitant products included gabapentin since 2018 and ibuprofen. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("chronic back pain/ lower backpain. Pain and discomfort in her lower back area"), headache ("chronic headaches") and menstruation irregular ("irregular periods"). In 2017, the patient experienced menstrual disorder ("unusual periods/ unusual bleeding"), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced migraine ("severe migraines"), vaginal haemorrhage ("excessive vaginal bleeding"), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, dyspareunia and abdominal pain had not resolved, the migraine and vaginal haemorrhage outcome was unknown and the menstrual disorder, back pain, headache and menstruation irregular had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dyspareunia, headache, menstrual disorder, menstruation irregular, migraine and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion detail: there were 4 to 5 coils visible at the end of this side of the procedure. This exact same method was used for the left side of the tubal ostia. After this procedure was done, 2 to 3 coils were visible at the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure coils properly in place and fallopian tubes occluded. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming-menstruation irregular, headache, back pain, menstrual disorder, vaginal hemorrhage". This lot e99306 is invalid lot number: b93876 manufacturing date: 2013-11 expiration date: 2016-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping/ abdominal cramps') in a 47-year-old female patient who had essure (batch no. E99306, b93876) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included weight loss since 2018, morbid obesity, menorrhagia, weight fluctuation, perineal pain and joint pain. Concomitant products included gabapentin since 2018 and ibuprofen. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("chronic back pain/ lower backpain. Pain and discomfort in her lower back area"), headache ("chronic headaches") and menstruation irregular ("irregular periods"). In 2017, the patient experienced menstrual disorder ("unusual periods/ unusual bleeding"), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced migraine ("severe migraines"), vaginal haemorrhage ("excessive vaginal bleeding"), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, dyspareunia and abdominal pain had not resolved, the migraine and vaginal haemorrhage outcome was unknown and the menstrual disorder, back pain, headache and menstruation irregular had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dyspareunia, headache, menstrual disorder, menstruation irregular, migraine and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion detail: there were 4 to 5 coils visible at the end of this side of the procedure. This exact same method was used for the left side of the tubal ostia. After this procedure was done, 2 to 3 coils were visible at the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure coils properly in place and fallopian tubes occluded. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming-menstruation irregular, headache, back pain, menstrual disorder, vaginal hemorrhage". Most recent follow-up information incorporated above includes: on 6-may-2020: medical records received. Essure lot number was added. Reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), migraine ("severe migraines"), vaginal haemorrhage ("excessive vaginal bleeding"), menstrual disorder ("unusual periods"), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure device in (B)(6) 2018). Essure was removed in (B)(6) 2018. At the time of the report, the abdominal pain lower, dyspareunia and abdominal pain had not resolved and the migraine, vaginal haemorrhage and menstrual disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, menstrual disorder, migraine and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils properly in place and fallopian tubes occluded. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.